Event description:
The customer reported that the distal end cover had fallen off from the distal end of an olympus duodenovideoscope and went missing post diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.